Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the pump was on, but when the pump was plugged into a power source, the screen did not respond. Additionally, it was reported that a cartridge alarm 25 occurred. Reportedly, the cartridge was already loaded onto the pump when the alarm occurred. Customer's blood glucose was 239 mg/dl. The contact confirmed that an alternate method of insulin delivery was available.